Event description:
Misinterpretation of a pt result by lab info system (lis). During a routine comparison of the results between the instrument and the lis an error was observed in a b-type natriuretic peptide (bnp) test result. The actual bnp result of ">5000" was uploaded by a datalink2000 (dl2000) to the lis and the lis posted as "<5". The problem occured after upgrading the dl2000 from 6.3 to 6.4 version. Based on the available info, there was no impact to pt treatment.